Manufacturer narrative:
The company service representative examined the system and was able to replicate the illuminator port 1 status changing itself. The illuminator module, host module, and supervisor module printed circuit board (pcb) were replaced to resolve the issue. The system was then tested and met all product specifications. The host module, and supervisor module printed circuit board (pcb) were received and a visual assessment of the returned samples showed no obvious nonconformities. The samples were installed into a calibrated system and booted up successfully with no system messages (sm) displayed. The reported event was attempted to be induced, but could not be replicated. No problem was found with the returned host module and supervisor module pcb. The returned samples were found to be functioning as intended. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host and supervisor modules were returned to for evaluation, but the reported event could not be replicated with the returned host and supervisor module. They were found to have functioned as intended. Therefore, the reported event could not be confirmed with the host and supervisor module. The table top illuminator was received for evaluation. The sample was installed in a calibrated system and the event was replicated. It was at this time, that the cable fiber was found to be non-conforming. Therefore, the reported event was confirmed with the returned tabletop illuminator. The root cause of the reported event can be attributed to cable fiber from within the tabletop illuminator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system changed modes or settings on its own prior to surgery. The system was exchanged to perform the procedure. There was no patient involvement.